Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. Inflation was performed twice at 8 atmospheres for 5 seconds. However, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There was no patient injury reported and the patient condition was good. It was further reported that the lesion was 100% stenosed, non-tortuous, and severely calcified.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. Inflation was performed twice at 8 atmospheres for 5 seconds. However, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There was no patient injury reported and the patient condition was good.